Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about (B)(6) 2009," a miniarc pelvic mesh was implanted with the intention of treating for "pelvic organ prolapse and/or stress urinary incontinence." Plaintiff's attorney has alleged that "after, and as a result of the implantation, plaintiff suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, hardening, and other injuries." Also alleged, "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury. Plaintiff was injured in her health, strength, and activity, sustaining injury to her person." Additionally reported were "debilitating injuries," including hardening, chronic pain, and recurrent incontinence and "serious vaginal surgery."